Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that patient had two big spots for which patient was given courses of antibiotics. No further information was available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.